Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the gui light emitting diode (led). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had a an erratic graphic user interface (gui) display. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). Additional information was received confirming the ventilator was not in use on a patient at the time of the reported event.